Event description:
Pt was scheduled for a bilateral implant exchange. Upon doing the surgery, the right implant was found to be ruptured. Neither the explanting surgeon nor the pt knew who the MFR of the implant was. The implant was sent to pathology for routine pathology with no abnormal pathology reported out. Rptr's facility considers this to be a pt injury. The left implant was found to be intact.device labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: yes. Corrective actions: device discarded, other. The device was destroyed/disposed of.